Event description:
Olympus was informed that the subject device was used during a therapeutic esophagogastroduodenoscopy (egd) procedure on a pt experiencing a severe gastrointestinal (gi) bleed. During the procedure, the suction valve of the gastroscope reportedly become stuck in the depressed position and a different but similar gastroscope was employed to attempt to complete the procedure. However, the suction valve of the second gastroscope reportedly became stuck as well. The pt was transferred to the operating room and open surgery was performed. No further information was provided regarding the status of the pt following the procedure.

Manufacturer narrative:
Olympus followed up with the user facility to gather additional information regarding this report. The user facility reported that the pt was admitted with a severe gi bleed, and that multiple clips were deployed while the users were attempting to staunch the bleeding. The procedure was said to have been delayed for an unspecified period when the users attempted to obtain the second gastroscope. There was no more information provided as to how long the procedure was delayed. The device reference was returned to olympus for evaluation. The device was initially rec'd in a biohazard condition with the suction valve stuck in the suction cylinder in the depressed position. A hemostasis clip was found lodged inside the suction button port. Additionally, the evaluation identified slight amounts of debris and residue inside the channel mount, suction cylinder and distal end of the instrument channel. In addition, ra found dry reddish residue on the clip, and there was exterior damage on the rubber skirt of the suction valve, which was damaged when the service personnel removed it from the suction cylinder. Based upon the findings of the investigation, it appears an unsecured hemostasis clip was aspirated into the suction valve, in addition to blood and/or other biomaterials which interfered with the operation of the suction valve. Please reference medwatch #3600510000-2010-8023 which provided additional information regarding the reported event. Please also reference MFR report number 8010047-2010-00242. This report is being submitted as a medical device report in an abundance of caution.